Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. Customer addressed bg by consuming carbohydrates, and recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.